Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an under delivery and customer was in emergency room due to high blood glucose level on (B)(6) 2018 with blood glucose level of 588 and over 600 mg/dl. Customer¿s blood glucose was 239 and 395 mg/dl. Customer's current blood glucose level was 391 mg/dl. Customer reported that they had back up plan available for high blood glucose level treatment. Customer treated it with syringes and in hospital insulin intravenous drip and ran blood and urine test. Customer was alleging the insulin pump because the customer had high blood glucose level. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump will not return for the analysis.